Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/2/2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user reported experiencing a severe low bg event on friday, (B)(6) 2024, which led to their decision to discontinue using the ilet and pursue another pump option with their endocrinologist. During the event, the user was asleep and woke up to a low bg alarm. While half-asleep and already hypoglycemic, they accidentally meal-announced multiple times, causing further drops in bg. The user expressed dissatisfaction with the ilet dosing insulin while their bg was low and stated they no longer trust the device. Since the event, they have been disconnected from the ilet. The user described their lowest bg level as "low" (<40 mg/dl) and estimated being low for approximately three hours. They treated the low with 5-7 glucose tablets and milk. The device provided alerts for low and urgent low bg levels. Although the user did not require professional medical intervention, their wife assisted them, as they were not fully coherent. Symptoms experienced during the event included sweating and cognitive impairment.